Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper processing, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that there was a liquid damage and malfunction on the power module device. It was further determined that the device was not functioning. It was further determined that the device failed pretest for the check indicator liquid damage, saw test, function test, charging and checking of power module in charger, information button and self test, check motor shaft abrasion and free moving, check for externally cleanness and foils of liquid damage, and general condition and lever. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.